Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event. The prior procedure involving the stent patient was an ercp performed on (B)(6) 2018 for the purpose of removing a stent from the biliary / pancreatic duct(s). The ercp patient had no infection at the time of the procedure. The stent removal was performed using rat-toothed forceps to grab the stent from the biliary tree. At the time there was no indication to the physician that any of the stent material remained behind in the scope. The stent make and model, as well as dimensions, are unknown because it had been previously inserted at another user facility. The next procedure in which the retained stent fell out was an ercp to address suspected ascending cholangitis. Prior to the procedure, an unknown model hematome device was run through the channel. During the procedure, the physician put the hematome device through the channel and then the single piece stent fragment fell out of the scope and into the second patient's stomach. The fragment was retrieved using forceps. The second procedure was then completed. It was reported that prior to this second procedure, the scope had been inspected before use with no anomalies found. The second patient, a 67 year old female, had no reported bleeding, infection or trauma from the event.

Manufacturer narrative:
The scope without the stent fragment was returned to olympus. A physical assessment of the scope found kinks and stains inside the scope channel. A crack and corrosion were also found on the lens, as well as frayed wires in the bending section. Due to the stent fragment not being returned, the cause of the reported fragment retention cannot be confirmed. As a mitigation, the scope instruction manual contains pre-procedure inspection instructions, including the running of an endotherapy device through the instrument channel to verify clearance: ¿confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿ to avoid jamming of the channel and device fragmentation, the instruction manual also states, ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ in the event of a problem during the procedure, the instruction manual also recommends ¿be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿

Event description:
Olympus was informed that during an unspecified procedure, a piece of stent that had come from a different prior procedure fell out of the scope and into the patient. There was no reported patient injury.